Event description:
The initial reporter stated that they received questionable results for two patients tested with coaguchek xs meter serial number (B)(4). Of the two patients, one patient had an erroneous result. The meter also had a temperature error. At 9:15 a.m., a sample from the patient was tested using the meter, resulting with a value of 6.5 inr. At 9:25 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.62 inr. The laboratory value was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's current condition is stable. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is monthly. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient did not have any changes in diet or medication. The patient did not have a special or unusual diet. The patient did not have bleeding or bruising. Internal meter controls passed. The initial reporter's product was requested for investigation and replacement product was sent to this customer. Relevant retention test strips (lot 334499) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.8 - 4.2 inr): qc 1: 3.4 inr; qc 2: 3.3 inr; qc 3: 3.3 inr. The maximum difference between measurements was 3 %. All inr values were within the specified maximum difference between measurements. No error messages occurred, including the temperature error. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.